Event description:
A dream station 2 was returned to the third-party service center for evaluation. During the evaluation, it was noted that the device had a burned pca. Additional findings include a missing inlet/outlet seal, which needs to be replaced. The iso port is contaminated and shows signs of melting when the burn occurred. The blower is noisy and needs to be replaced. The heater plate is corroded. The pollen filter must be replaced due to preventive maintenance. Additionally, the flex cable from the ui bezel is burned. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.